Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, a root cause for the reported patient device interaction problem with thrombus could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath the amulet sizing done by 2d transesophageal echocardiography (tee)/trans-esophageal echocardiogram (toe). The left atrial appendage (laa) orifice depth was 29mm, laa depth was 25mm. During procedure, 500ml of fluid was given, the activated clotting levels were minimum 161s and maximum 266s and heparin administered. The patient rhythm was atrial fibrillation (af). The amulet was successfully implanted. On 06 february 2025, a follow up tee was conducted and it showed a thrombus on the device. There was no leak or pressure was noted on the surrounding anatomical structures. The dual antiplatelet therapy was maintained.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath the amulet sizing done by 2d transesophageal echocardiography (tee)/trans-esophageal echocardiogram (toe). The left atrial appendage (laa) orifice depth was 29mm, laa depth was 25mm. During procedure, 500ml of fluid was given, the activated clotting levels were minimum 161s and maximum 266s and heparin administered. The patient rhythm was atrial fibrillation (af). The amulet was successfully implanted. On (B)(6) 2025, a follow up tee was conducted and it showed a thrombus on the device. There was no leak or pressure was noted on the surrounding anatomical structures. The dual antiplatelet therapy was maintained. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.